Event description:
Reporter alleged discrepant blood glucose results of 212 mg/dl back to back with a result of 82 mg/dl when testing was performed 5 minutes apart of the advantage system. The location of the testing was not provided. As a result, no actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.